Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a scratch was noted in the center of the lens once it was inserted in the eye. The wound was enlarged to allow for the removal of the lens. A suture was placed to close the wound. Due to the suture, the patient's vision was blurry. It was planned to remove the suture. Additional information was requested.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. One haptic is broken in the haptic/optic junction area. The broken haptic was returned down in the well area of the lens case. The optic is scratched and has a small crack near the center of the lens. The customer indicated the use of a qualified cartridge, with an unspecified handpiece, and a non-qualified viscoelastic. The lens was damaged. The root cause of the damage may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. (B)(4).